Event description:
Unomedical reference number(B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off during use on event on (B)(6) 2024.infusion set has been used for about three hours. Insertion area was cleaned, air-dried and free from hair. Customer replaced infusion set and resumed insulin successfully. No further information available